Event description:
Philips received a complaint by the customer on the v60, indicating that the device is not secure to the universal stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the thumbwheel, 2pk. Also talked about the central processing unit (cpu) tray cover and the rubber feet. He already had that information. Also provided him the latest service manual rev r. The customer will order the thumbwheels, cpu cover and feet and repair unit.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17083.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/13/2023, 01/20/2023 and 01/27/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.